Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the device was not in clinical use at the time of the reported event. A philips field service engineer (fse) examined the system onsite and confirmed that x-ray emission was impossible. Review of the log files showed fan and power tray related issues. Upon troubleshooting, fse identified multiple non-operational units. The logs showed multiple parts failing simultaneously: sibbox, ui's, collimator, fdc, and detector; most likely, the fan and power tray was defective and 24vdc was missing. The defective parts were returned for analysis, the defective pdu fan tray was sent for failure analysis and the result confirms, and root cause was power supply. However, the replacement of the pdu fan tray and dcps by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the x-ray emission was impossible. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the pdu fantray and dcps which returned the device to expected functionality.